Event description:
The tube set alarm was not heard by the patient or hcp.

Event description:
It was reported that the pump was placed just recently and over the weekend the patient started exhibiting some overdose like symptoms. The pump was programmed to stopped pump mode. The concentration had been diluted down and the patient was now "on a lower dose moving forward". Tube set error was showing even though the pump had been updated and all settings on the programmer showed correctly. It was updated again and the tube set error message went away - all programming was confirmed. The drugs in the pump were morphine and bupivacaine. Additional information has been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2004, explanted: unknown; catheter model # 8578, serial # (B)(4), implanted: (B)(6) 2012, explanted: unknown.

Event description:
Additional information: the patient experienced dehydration and nausea. Per the health care provider, cause of the overdose was due to the concentration of drug too high. The patient had the pump refilled and the patient was reported as doing fine.